Manufacturer narrative:
Correction number: 2531779-03/24/2010-003-r. The pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration. Additionally contamination was observed on the force sensor assembly. A review of the pump history shows loss of prime warnings. During evaluation the pump was able to rewind, load and prime with no issues. The pump was exercised for 24 hours with no issues.

Event description:
The pump was returned to animas due to multiple loss of primes. During evaluation the force sensor was found to be out of calibration. Additionally contamination was found on the force sensor. This is being reported based on investigation results.